Event description:
It was reported that the right ventricular (rv) lead had high thresholds shortly after implant. On visual inspection, the physician noted possible fluid in the lead. The rv lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, the guidetooth was damaged, and there was apparent explant damage.